Manufacturer narrative:
Updated information: d4 catalog number updated. H6 med dev prob code changed to a25. H6 component code changed to g07003. The investigation for purge pressure low has been completed. After review of the clinical information there is no allegation for this impacted product and therefore no further investigation will be conducted.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while priming an impella cp persistent purge pressure low alarms occurred. A new purge cassette was used to support the patient. No patient harm was reported.